Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in completing the reset. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump.